Manufacturer narrative:
The customer reported complaint that the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and based on the review of the archive data. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable, due to a defective drive train. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The brake gap could not be adjusted, and the drive train motor needs to be replaced to remedy the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.